Manufacturer narrative:
Evaluation of the returned pod packing coil (packing coil) confirmed the embolization coil was detached. Evaluation revealed that the pet lock was intact at the proximal end of the pusher assembly and the pull wire was slightly advanced distal to the distal detachment tip of the pusher assembly. If the packing coil is retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire and result in the embolization coil detaching. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization in the gastroduodenal artery (gda) using a pod packing coil (packing coil), a ruby coil, and a non-penumbra microcatheter. During the procedure, the physician placed a ruby coil and two packing coils in the target location. While advancing another packing coil into the target location using the microcatheter, the physician was not satisfied with the way the packing coil was taking shape and decided to remove the packing coil. While retracting the packing coil, the coil had unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached packing coil was removed together as a unit. The procedure was completed using new ruby coils and a new non-penumbra microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned, and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.